Event description:
Boston scientific received information that during a routine generator change-out, this right ventricular (rv) lead was damaged as it was removed from the header of the device. It was noted by the local field representative to be frayed. This rv lead was surgically abandoned and a new rv lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.